Manufacturer narrative:
Per the complaint, the lot number is unknown. #e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), a patient experienced implant failure to integrate. During the impression appointment, the clinician attempted to remove the healing abutment and the implant came out. The site was grafted and the surgery will be attempted later.